Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), device breakage ("fracturing"), systemic lupus erythematosus ("systemic lupus"), menorrhagia ("abnormal bleeding (menorrhagia)") and uterine infection ("uterine infection") in a 33-year-old female patient who had essure (batch no. 869760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation tes". The patient's concurrent conditions included restless leg syndrome, bursitis and cellulitis. Concomitant products included hydromorphone hydrochloride (dilaudid). In 2011, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) with vaginal discharge. In (B)(6) 2011, the patient experienced rash ("rashes"), furuncle ("boils") and fatigue ("fatigue"). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), vitamin b12 deficiency ("vitamin deficiency b-12"), vitamin d deficiency ("vitamin deficiency d"), arthritis ("arthritis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and neuralgia ("nerve pain"). In (B)(6) 2011, the patient experienced urinary tract infection ("urinary infection/ urinary tract infection"), vision blurred ("blurry vision/ focus issues/haziness") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and tooth disorder ("dental problem"). In (B)(6) 2012, the patient experienced depression ("depression"), anxiety ("anxiety,") and irritable bowel syndrome ("irritable bowel syndrome"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), ingrown hair ("hair growth under chin"), mood swings ("mood swings"), crying ("crying spells") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), back pain ("back pain"), pain in extremity ("leg pain"), arthralgia ("joint pain") and gastrointestinal pain ("intestinal abdominal pain"). The patient was treated with antibiotics, surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)),surgery (uterine ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, systemic lupus erythematosus, uterine infection, ingrown hair, allergy to metals, mood swings, depression, crying, urinary tract infection, fibromyalgia, vitamin b12 deficiency, vitamin d deficiency, arthritis, anxiety, rash, furuncle, nausea, neuralgia, dyspareunia, vision blurred, alopecia, tooth disorder, fatigue, weight increased, irritable bowel syndrome, back pain, pain in extremity, arthralgia and gastrointestinal pain outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the migraine and headache was resolving. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, arthritis, back pain, crying, depression, device breakage, device dislocation, dyspareunia, fatigue, fibromyalgia, furuncle, gastrointestinal pain, headache, ingrown hair, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, neuralgia, pain in extremity, rash, systemic lupus erythematosus, tooth disorder, urinary tract infection, uterine infection, vaginal haemorrhage, vision blurred, vitamin b12 deficiency, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she need for additional surgery the gold ring was visualized just into the uterine cavity. The device was deployed. The wheel was further pulled back and the device as removed. The same thing was repeated on the left side. There was initially some resistance, likely due to tubal spasm, however, with constant gentle pressure the device was placed on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.77 kgs. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: nausea, abdominal pain, pelvic pain, menorrhagia, dyspareunia, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), device breakage ("fracturing"), systemic lupus erythematosus ("systemic lupus"), menorrhagia ("abnormal bleeding (menorrhagia)") and uterine infection ("uterine infection") in a 33-year-old female patient who had essure (batch no. 869760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation tes". The patient's concurrent conditions included restless leg syndrome, bursitis and cellulitis. Concomitant products included hydromorphone hydrochloride (dilaudid). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) with vaginal discharge. In (B)(6) 2011, the patient experienced rash ("rashes"), furuncle ("boils") and fatigue ("fatique"). On the same day, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), vitamin b12 deficiency ("vitamin deficiency b-12"), vitamin d deficiency ("vitamin deficiency d"), arthritis ("arthritis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and neuralgia ("nerve pain"). In (B)(6) 2011, the patient experienced urinary tract infection ("urinary infection/ urinary tract infection"), vision blurred ("blurry vision/ focus issues/haziness") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and tooth disorder ("dental problem"). In (B)(6) 2012, the patient experienced depression ("depression"), anxiety ("anxiety,") and irritable bowel syndrome ("irritable bowel syndrome"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), ingrown hair ("hair growth under chin"), mood swings ("mood swings"), crying ("crying spells") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), back pain ("back pain"), pain in extremity ("leg pain"), arthralgia ("joint pain") and abdominal pain upper ("intestinal abdominal pain"). The patient was treated with antibiotics, surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (to remove essure) and surgery (uterine ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, systemic lupus erythematosus, uterine infection, ingrown hair, allergy to metals, mood swings, depression, crying, urinary tract infection, fibromyalgia, vitamin b12 deficiency, vitamin d deficiency, arthritis, anxiety, rash, furuncle, nausea, neuralgia, dyspareunia, vision blurred, alopecia, tooth disorder, fatigue, weight increased, irritable bowel syndrome, back pain, pain in extremity, arthralgia and abdominal pain upper outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the migraine and headache was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, arthritis, back pain, crying, depression, device breakage, device dislocation, dyspareunia, fatigue, fibromyalgia, furuncle, headache, ingrown hair, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, neuralgia, pain in extremity, rash, systemic lupus erythematosus, tooth disorder, urinary tract infection, uterine infection, vaginal haemorrhage, vision blurred, vitamin b12 deficiency, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she need for additional surgery. The gold ring was visualized just into the uterine cavity. The device was deployed. The wheel was further pulled back and the device as removed. The same thing was repeated on the left side. There was initially some resistance, likely due to tubal spasm, however, with constant gentle pressure the device was placed on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.77 kgs. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: nausea, abdominal pain, pelvic pain, menorrhagia, dyspareunia, fatigue. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received- new event mood swings, hair growth under chin, depression, crying spells, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary infection, uterine infection, fibromyalgia, vitamin deficiency b-12, vitamin deficiency d, arthritis, systemic lupus, anxiety, rashes, boils, migraines, headaches, nausea, nerve pain, nickel allergy, dyspareunia (painful sexual intercourse), vaginal discharge, blurry vision, hair loss, fatigue, weight gain, irritable bowel syndrome, dental problem, back pain, joint pain, leg pain, intestinal abdominal pain, she did not undergo essure confirmation test were added. New reporter, lot number, patient information, concomitant condition, concomitant and treatment medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('pt has essure coils rupturing her fallopian tubes in 2012'), device dislocation ('migration'), device breakage ('fracturing'), menorrhagia ('abnormal bleeding (menorrhagia)'), uterine infection ('uterine infection') and systemic lupus erythematosus ('systemic lupus') in a 33-year-old female patient who had essure (batch no. 869760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included miscarriage, cholecystectomy and tonsillectomy. Concurrent conditions included restless leg syndrome, bursitis, cellulitis and abdominal pain. Concomitant products included hydromorphone hydrochloride (dilaudid). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) with vaginal discharge. In (B)(6) 2011, the patient experienced rash ("rashes"), furuncle ("boils") and fatigue ("fatique"). On (B)(6) 2011, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), vitamin b12 deficiency ("vitamin dificiency b-12"), vitamin d deficiency ("vitamin dificiency d"), arthritis ("arthritis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and neuralgia ("nerve pain"). In (B)(6) 2011, the patient experienced urinary tract infection ("urinary infection/ urinary tract infection"), vision blurred ("blurry vision/ focus issues/haziness") and alopecia ("hair loss"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and tooth disorder ("dental problem"). In (B)(6) 2012, the patient experienced depression ("depression"), anxiety ("anxiety,") and irritable bowel syndrome ("irritable bowel syndrome "). In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), ingrown hair ("hair growth under chin"), mood swings ("mood swings"), crying ("crying spells") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), back pain ("back pain"), pain in extremity ("leg pain"), arthralgia ("joint pain") and gastrointestinal pain ("intestinal abdominal pain"). The patient was treated with antibiotics and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and uterine ablation). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, uterine infection, systemic lupus erythematosus, ingrown hair, allergy to metals, mood swings, depression, crying, urinary tract infection, fibromyalgia, vitamin b12 deficiency, vitamin d deficiency, arthritis, anxiety, rash, furuncle, nausea, neuralgia, dyspareunia, vision blurred, alopecia, tooth disorder, fatigue, weight increased, irritable bowel syndrome, back pain, pain in extremity, arthralgia and gastrointestinal pain outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the migraine and headache was resolving. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, arthritis, back pain, crying, depression, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, furuncle, gastrointestinal pain, headache, ingrown hair, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, neuralgia, pain in extremity, rash, systemic lupus erythematosus, tooth disorder, urinary tract infection, uterine infection, vaginal haemorrhage, vision blurred, vitamin b12 deficiency, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she need for additional surgery the gold ring was visualized just into the uterine cavity. The device was deployed. The wheel was further pulled back and the device as removed. The same thing was repeated on the left side. There was initially some resistance, likely due to tubal spasm, however, with constant gentle pressure the device was placed on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.77 kgs. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: nausea, abdominal pain, pelvic pain, menorrhagia, dyspareunia, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: mr was received: fallopian tube perforation was added as a event. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and device breakage ("fracturing") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure) and surgery (to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and device breakage outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. The reporter commented: she need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.